Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 device did not work correctly. The clips did not close when the device was firing. Another device was used to complete the case. There was no consequence to the pt.